Manufacturer narrative:
The thermogard xp ivtm system in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The thermogard console (sn: (B)(4)) did not recognize the air trap. Drying the air trap did not resolve the issue. Also, the user observed traces of coolant (propylene glycol) on the drip pan. After an unknown period of time on the same day, the user dried the air trap, and this time, the air trap was detected. The system was back for clinical use. No further information was provided. No known consequences or impact to patient.